Event description:
A pump malfunction was reported after the device was dropped. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and after resetting, the error did not recur. The customer was informed to continue using the pump and advised to contact support if further issues arise, which they acknowledged and understood.